Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative recommended replacing the ccd camera. The customer will order from alternate source and complete the repairs. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system would not display images after fluoro. No patient injury was reported.